Event description:
Applied medical direct drive disposable laparoscopic clip applier was not working properly. When the clip applier handle was released it would get stuck and was slow to release back into its usable position.